Event description:
It was reported that the product heated up during a routine equipment eval at the user facility, by a MFR field service technician. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device has not been rec'd for investigation. A f/u report will be submitted when the product is rec'd and the investigation has been completed.